Event description:
On 7/1/93 a malleable device was implanted. On 6/11/96 the malleable device was removed from the pt and an inflatable device implanted, reason not indicated. Co has requested add'l info.